Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received a result of 77 mg/dl on the aviva system compared back to back with a result of 45 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that the customer had been treated with glucose gel prior to the readings and with a glucagon shot after the readings for her hypoglycemia. Emts were there to administer the shot and they took the customer to the hospital where possibly additional treatment was given. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.